Event description:
It was reported that during use the renasys touch, full tank alarm was activated continuously even with not enough exudate also the device fail to charge; there is no information regarding how the procedure was completed nor if there was any delay. No other patient injuries or other complications were reported.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects. The functional evaluation found no faults with the device alarm system or charging. We have not been able to establish a relationship between the device and the events reported. Further testing was not possible due to exudate being found within the device, false alarm could be due to device orientation. The most likely cause of the failure to charge would be the inbuilt thermal protection, the instruction for use offers further guidance on these matters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.